Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was removed due to pocket infection. No further patient complications have been reported as a result of this event.